Event description:
Customer states an odor coming from opened packs is causing nausea, headache, sore throat and burning senstion to throat. No employees required medical intervention. There was no lost work time. Packs were discarded and not sent for evaluation.